Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'unable to increase volume' which was reproduced. The reported condition was verified. The cause was determined to be a detached speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low audio and unable to be increased during testing in the biomed service department. There was no patient involvement. No additional information is available.